Event description:
It was reported that during coil delivery, resistance was encountered. Upon removal, the coil detached inside the catheter. The physician was able to push the implant coil into the aneurysm with wires. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation.(B)(4)